Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) ,description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to patients pain was resolved. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.